Event description:
Information was received indicating that during use of this smiths medical cadd legacy plus pump, the pump exhibited no disposable alarm. It was reported that the customer was unable to check for air in line because the patient did not want to remove the cassette. No patient injury reported.